Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the product was not returned. Additional test performed as follow: 50 samples were taken from the current production, the samples were inspected according with the characteristics in the procedures qip-0063tecrev02; issue reported "cuff not inflating" was not present in the current manufacturing process. DHR investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed since the device sample is not available. The root cause is unknown. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that the cuff on the device would not maintain inflation during pre-testing, prior to use on a patient.